Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot #va0n5dp, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and a shocking or jolting sensation. None of the patient¿s programs worked better than the others. Their current program is the only one they had not yet been shocked on. The shocking occurred when the patient pressed on their back. The shocking resulted in pain and discomfort. The shocking was located at the stimulator site. The incision site would get sore and the patient could feel a knot there. The patient initially thought the pain was due to healing and stretching, but it was coming from inside of them. Therapy was still managing their urgency. The shocking had gotten so bad, that they could not work. The patient had initially had stimulation higher and experienced leg numbness and toe pulling. During their time off from work, the patient bent over and felt ¿something.¿ the next day, they were sore. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the intermittent shocking and jolting occurred following an implant at the lead connection location as well as the implantable neurostimulator (ins) location, which still hurt the patient but had ¿gotten better.¿ when the patient was shocked, they felt ¿really sick momentarily.¿ other symptoms included loss of bladder control and had tenderness at the ins. However, the patient ¿barely¿ felt stimulation anymore even when changing programs. Programs were changed where at certain times the patient¿s leg goes numb, ¿right leg numb and heavy.¿ when asked about specific motions corresponding to the shocking, the patient stated that they drove for a living where they were ¿in and out of the car all day long, up and down.¿ on (B)(6) 2015, the patient had to urinate ¿almost every hour¿ and felt ¿like [they were] being shocked a little bit¿ every time they got up. The patient was careful not to stretch their right leg, so it did not ¿trigger it.¿ the following day, the patient only needed to urinate once.